Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The medical surveillance specialist (mss) has reviewed the customer service representative (csr) documentation. On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ping meter read inaccurately high. The patient reported blood glucose results of "258 mg/dl" with a lifescan meter and "146 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. At an unknown time before the alleged issue began, the patient claimed that she had developed symptoms of sleepiness, tiredness, difficulty concentrating, not feeling well, and not being alert. The patient denied that she received treatment because of the alleged issue. The csr walked the patient through a control solution test that reportedly failed. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient performed a meter-to-other meter comparison where the calculated difference of the reported results exceeds lifescan's criteria for accuracy testing. She also reportedly performed a control solution test that failed. There is no evidence, however, that the patient suffered a serious injury because of the alleged issue. The patient's reported symptoms do not meet lifescan's criteria for a serious injury. The patient also denied receiving treatment as a result of the alleged issue.

Event description:
Note: this report is being filed for the second of two complaints that occurred during the same procedure. Refer to MFR# 3005099803-2010-03143 for the associated device information. It was reported to boston scientific corporation that an (B)(4) pigtail stent and a rapid exchange biliary delivery system were used during a procedure for pancreatic stone drainage of a female patient (patient age and weight are unknown). During the attempt to load the (B)(4) pigtail stent onto the guide catheter of the rapid exchange delivery system, the stent kinked. The guide catheter was then retracted and the pigtail stent was advanced over the guidewire with the push catheter of the delivery system. The physician unsuccessfully attempted to advance the pigtail stent through a cyst hole, which was intentionally created by the physician, and into the cyst. The pigtail stent and delivery system were removed from the patient. The procedure was completed by leaving the cyst hole open for drainage. The patient was reported to be in stable condition after the procedure with no complications. The patient will be monitored to ensure that the drainage is adequate.